Event description:
A nurse reported that during an cataract surgery with intraocular lens (iol) implant procedure, the posterior haptic of the lens was bent and did not load properly, it was also stated that the lens was not implanted into the eye and there was no patient contact. The procedure was completed on the same day. Additional information has been requested.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).